Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the jaws didn¿t open out of the patient, because of the nurse. The jaw opened after the firing and the device was removed from the patient.

Event description:
It was reported that during a robot-assisted gastrectomy, the jaws did not open after the firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.